Manufacturer narrative:
B2: date of death is an approximate date as the actual date of death is unknown. B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was successfully implanted on (B)(6) 2025. After the procedure, the patient suffered a stroke and was in a coma. There is no further information available at the time of this report. It was further reported that the patient died.

Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was successfully implanted on (B)(6) 2025. After the procedure, the patient suffered a stroke and is in a coma. There is no further information available at the time of this report.